Event description:
During an incident on 6/26/00 involving a patient in cardiac arrest, this defibrillator charged up twice and then aborted the shock. The patient was transferred by ems to a hospital and was pronounced. The reporter said that the paramedics said that it was a shockable rhythem and the shock shouldn't had aborted.